Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted to the hospital for almost two months. The source of the bleeding was found to be a gi bleed and it was fixed surgically. The pt has had no further issues. Additional info obtained from the vad coordinator in (B)(6) 2013 was that the pt was re-admitted for decreasing hemoglobin. However, the hospital was still testing the pt and the cause for the low hemoglobin was not certain. No further info was available at that time.